Event description:
International affiliate reports that two drains were implanted following rpoximal gastrectomy, one under the left diaphragm and one near upper rim of spleen. The drains were attached to two seperate reservoirs. The former device drained approximately 100 ml and the latter drained 200 ml of serous liquid. The pt went into shock about 1 hour after the surgery and was returned to surgery; hemorrhaging was observed near the splenic artery. A splenectomy was performed. The surgeon claimed that the reason that he did not notice the hemmorrhage was because the drain (j-vac drain) did not obtain blood drainage.

Manufacturer narrative:
Date sent to the FDA: 6/29/2006. H-6 conclusion code 67: no conclusion can be drawn at this time. Should additional information be obtained , a supplemental 3500a form will be submitted accordingly. This is one of four medwatch reports being submitted as four seperate devices were used. See 2210968-2006-00455, 2210968-2006-00457, and 2210968-2006-00458 for all associated reports. The same pt is represented in each medwatch.